Event description:
It was reported that during surgery the hex bit broke off. No delay specified. No injury reported. No back up specified.

Manufacturer narrative:
Contains additional information.

Event description:
It was reported that during surgery the hex bit broke off. Did no break in patient. Delay of less than 30min reported. No injury reported. A competitor device was used to complete the procedure.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The hex end of the device fractured off and was not returned. The device was manufactured in 2001 and exhibits signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Credit will be issued for the device.